Event description:
It was reported that this patient experienced syncope due to right atrial (ra) lead undersensing. Technical services (ts) was consulted and confirmed undersensing. Leas measurments remain with normal limits. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Patient codes.

Event description:
It was reported that this patient experienced right atrial (ra) lead undersensing. Technical services (ts) was consulted and confirmed undersensing. All other lead measurements remain with normal limits. The lead remains in service. No adverse patient effects were reported.